Event description:
It was reported a 6f angio-seal vascular closure device sts plus was used to seal the arteriotomy site post percutaneous procedure. About a week after the angio-seal was deployed, the patient returned to the hospital with symptoms of vascular insufficiency. Results of tests revealed a filing defect of the right common femoral artery. Attempts to balloon were unsuccessful in re-establishing flow. The patient is currently stable.